Event description:
Clinical study-69 days after a coronary artery drug eluting stenting treatment procedure, the pt expired. The pt presented with significant lack of energy, fatigue, shortness of breath, and very limited exercise tolerance. They had marked heart failure on exam and an elective right heart catheterization revealed markedly abnormal hemodynamics. The pt was admitted in 2004 for inotropic support, ultrafiltration, and a heart/kidney evaluation. During their heart transplant evaluation, it was noted the pt had a mass or collection anterior to the liver. It was decided to perform a laparoscopic exploration but on the day prior to this planned surgery, the pt developed chest pain in dialysis that was persistent when they returned to the floor. The pt ruled in for myocardial infarction and cardiac catheterization was planned for the next day; however, the pt developed fevers to 102 with rigors. They grew out 4 of 4 bottles of staph aureus from their blood stream and blood cultures remained positive for several days despite the removal of all their IV lines. The pt was taken to the cath lab in 2004. Cardiac catheterization revealed: lad-occluded; 70 % stenosis beyond touchdown of lima, lcx-occluded, rca-occluded, lima to lad patent, rima to om3-95% stenosis. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the rima to om3 with 95% stenosis and a 3.3 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0% following post-dilation. The pt was discharged 4 days later on plavix and aspirin. The pt was found dead at home 3 mo later. The death certificate lists the immediate cause of death as "ischemic cardiomyopathy." No further information is available. In the opinion of the physician, the target vessel was not involved.